Event description:
It was reported that the patient experienced intermittent shocking below the battery (inch below incision). The patient had 4 procedures since implant. Therapy was working well and the patient was pleased with therapy, except for the shocking. The manufacturer representative mentioned a pocket revision and the implantable neurostimulator (ins) was to be moved to the other side of the body. The revision took place in (B)(6) 2013. The patient was getting therapy at 0.80 volts and there was good lead placement. It was reported that today, the patient got shocked 2 times. The shocked was stated to a ¿quick zap.¿ the shocking occurred on all four programs. It was stated that one program, shocking was all throughout her ¿butt cheeks.¿ there was no known falls or trauma related to the event. Pushing on the ins was said to elicit shocking. The manufacturer representative was to meet with the patient tomorrow. Additional information received reported that another revision was performed. A new battery was placed in the same pocket (on the right side) and tacked down with sutures. The patient had good relief from symptoms, but had discomfort whenever she sat down. On (B)(6) 2013, another procedure was performed. They moved the same battery to the contralateral side. They tunneled the lead to the new pocket (on the left), reconnected and closed. One week later, the patient came back saying that whenever direct pressure was applied below the pocket incision she felt a shock or jolt. All 4 electrodes were tested in an impedance check. When each one was tested, the patient reported a shock. Impedances were high for all 4 electrodes. It was state that this could not be programed around it because the patient felt shocking with every electrode tested. Therapy really worked for the patient, so the patient asked the doctor to perform another revision. On (B)(6) 2013, a new lead was placed on the right side and tunneled over to the battery. Intraoperatively, the physician noticed that there was fluid, thought to be ionic in the connection. The lead was observed to have bubbles under the plastic coating in close proximity to where the lead connects to the battery. A new battery was placed in the left pocket and a new lead was placed on the right side and tunneled to the battery. Impedances were normal when checked intraoperatively. The patient was doing well and continued to get great therapy.

Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found no anomaly. Analysis of the lead, model # 3889-33, lot # va07k59, found no significant anomalies. The lead insulation was slightly torn under #3 electrode.

Manufacturer narrative:
(B)(4). Analysis of the device, model # 3058, sn (B)(4), found no anomaly. Analysis of the lead, model # 3889-33, lot # va07k59, found no significant anomalies. The lead insulation was slightly torn under #3 electrode. The connector was found to be crushed under the #0 electrode.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va07k59, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot# va07k59 serial# implanted: (B)(6) 2013, product type lead. (B)(4) .